Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2012. Since the procedure, the patient has been in constant pain and stated that the procedure did not help her problem. The patient has experienced complications with bowel function. The patient stated that her physician may remove the mesh. There was no additional information provided.

Manufacturer narrative:
(B)(4). Undefined complications with bowel function occured. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.